Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-00724. It was reported that the patient experienced numbness following the removal of the trial leads. Patient is currently in a rehabilitation facility. There is no estimate of when the patient might be released. It is expected to be a slow recovery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.